Event description:
It was reported that during follow-up, post-sensed t-wave oversensing was observed. Inappropriate atp therapy was delivered. Decreased r-wave amplitudes was also noted. Programming changes were made. Lead evaluation and dft testing were recommended.